Manufacturer narrative:
(B)(4). The patient line being connected prior to priming the cassette is considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a reload the set 201 alarm. The patient was connected at the time of the alarm. This occurred during the priming phase of peritoneal dialysis therapy. During troubleshooting, it was discovered that the home patient was connected the device before priming was complete. The technical service representative explained that the home patient should not connect during the set up steps. The technical service representative assisted the home patient in disconnecting from the device and advised the home patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.